Event description:
The patient's legal guardian (lg) reported the patient's blood glucose levels rose to 320 mg/dl while wearing the pod for between 5 and 24 hours. Patient felt pain on the pod site and upon inspection, the pod's cannula was found dislodged from the site. Patient's lg applied a new pod for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.